Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: e1 facility name and address, d4 UDI, d8, g4 - 510-k, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the flushing pump head had failure. There was poor water supply and an insufficient flow. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flushing pump head had failure. There was poor water supply and an insufficient flow. There was no patient involvement.